Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the patient developed a hematoma after the use of a 6/7f mynx control vascular closure device (vcd). The patient developed it after some time passed in pre/post area. The patient had blood pressure (bp) changes and was held over night as a precaution. The bleeding issue happened after the patient recovered from the procedure and had already gone home. The hematoma was less than 6cm. The patient had small hematoma that was pressed out in the lab. The patient recovered fully in post and went home. The patient then returned with hematoma and high blood pressure and was held overnight for observation. The device was deployed correctly in the room. There were multiple stick attempts made before intravascular access was achieved. There were no anticoagulants, antiplatelets or any thrombolytics used. The act during the procedure was in normal limits. The patient¿s inr was not >1.5. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges. The stick was in the location of the femoral head. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). A retrograde approach was made for the procedure. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no presence of pvd / calcium in the vicinity of the puncture site. The user is not trained to the device, but the rep was present. The device was used and prepped according to the instructions for use (IFU).the device was stored as per the instructions for use. The device was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was discarded.

Manufacturer narrative:
As reported, the patient developed a hematoma after the use of a 6f/7f mynx control vascular closure device (vcd). The patient developed it after some time passed in pre/post area. The patient had blood pressure (bp) changes and was held overnight as a precaution. The bleeding issue happened after the patient recovered from the procedure and had already gone home. The hematoma was less than 6cm. The patient had small hematoma that was pressed out in the lab. The patient recovered fully in post and went home. The patient then returned with hematoma and high blood pressure and was held overnight for observation. The device was deployed correctly in the room. There were multiple stick attempts made before intravascular access was achieved. There were no anticoagulants, antiplatelets or any thrombolytics used. The act during the procedure was in normal limits. The patient¿s inr was not >1.5. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges. The stick was in the location of the femoral head. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick). The puncture site was not below the bifurcation (low stick). A retrograde approach was made for the procedure. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was little to no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The user is not trained to the device, but the rep was present. The device was used and prepped according to the instructions for use (IFU). The device was stored as per the instructions for use (IFU). The device was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was discarded. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in mynx control instructions for use (IFU) as such. Bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique, proper placement of the vascular closure device (vcd) sealant, and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Based on the information available for review, stick technique (multiple stick attempts were made), patient factors (high blood pressure), mobility factors (hematoma developed at home), and device handling factors (deployer was not trained to the device) likely contributed to the reported hematoma. Although not intended as a mitigation of risk, the information for safety within the ifus and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. As warned in the IFU, ¿do not use the mynx control vcd if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed.¿ according to the mynx control IFU, ¿apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ also stated within the patient brochure, ¿modify activity for 3 days or more. No driving on day of discharge. No strenuous activity, exercise, pushing or pulling. No heavy lifting over 5 pounds. Avoid driving unless necessary. Avoid stairs, but if necessary, go slowly. While coughing, sneezing, or straining for a bowel movement: press with your palm on top of the dressing/bandage. Consult your doctor about returning to work or sexual activity.¿ based on the information available for review, there is no indication that the reported event is related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.